Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES system was in disconnected mode.The customer stated that there was a delay in patient care.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6)was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6)was performed from the date of manufacture, 01-OCT-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the system was communicating intermittently. A Field Service Engineer (FSE) verified the station's communication status and data synchronization. The FSE inspected the communication hardware, including the communication sled, Ethernet cable, and wall network port, and verified the network settings, date, time, and time zone configuration. The firewall was disabled, and a full data synchronization was performed. After troubleshooting, the station communicated successfully, became available in Remote Support Service (RSS), and remote access was verified. At the time of service, the MedStation was fully functional and communicating normally. The customer was advised to follow up with the facility's Information Technology (IT) department if the intermittent communication issue recurred. Later, the customer stated that the issue had resolved and that she was able to view patient information and remove medications. The customer tested and verified system functionality. The system functioned as intended after the field service engineer repaired the device.